Event description:
It was reported that a pt was brought back into the hosp due to symptoms of swelling and pain. The pt had received a vena cava filter within the past week (indication unk). The doctor noticed on an image that there was a caudal migration. He felt that it had caused a significant vascular event, phlegmasia. The vena cava was completely thrombosed and the doctor fears that the pt may lose his leg. The filter shifted down several cms from the infrarenal placement. No add'l info is available.

Manufacturer narrative:
The result of the investigation was inconclusive as no sample was returned for eval. The current IFU (instruction for use) for this device states: complications may occur at any time during or after the procedure. Potential complications included, but are not limited to: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. The current IFU (instruction for use) states: potential complications. Possible complications include, but are not limited to the following: caval thrombosis/occlusion.